Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that seven years following an intraocular lens (iol) implant procedure, he observes a significant opacity on the center of the iol, and cellular migration. The patient has no visual symptoms. Additional information was requested.

Manufacturer narrative:
Evaluation summary: photo evaluation was provided by a company physician: amorphous material apparently arising from the posterior surface of the anterior capsule remnant exceeding capsulorhexis inferiorly, but respecting center of iol. May be compatible with lens epithelial cell on-growth. The product investigation could not identify a root cause. (B)(4).